Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. It also indicated the criteria for right ventricular lead integrity alert were met, the impedance of the right ventricular pacing lead was beyond the expected upper range, and that there was oversensing due to non-physiologic signals/sic (sensing integrity counter). Concomitant product(s): model: 4470, competitor lead; implanted: (B)(6)2007. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients implantable cardioverter defibrillator (ICD) sounded an audible alert. Upon interrogation it was discovered the right ventricular (rv) lead had triggered an lead integrity alert (lia) with increased sensing integrity counter (sic), oversensing noise, and multiple high rate non-sustained events. Oversensing noise was not able to be recreated with isometrics. Reprogramming was completed and the lead currently remains in use. A lead extraction is planned for a future date. No patient complications have been reported as a result of this event.